Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. Medical device expiration date: unknown. This MDR is related to the company¿s awareness of the assay developer's MDR filed on november 7, 2016 (1218996-2015-00001a), with the ¿aware of¿ date being july 13, 2017. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: a root cause for this incident has not yet been determined. A corrective and preventative action has been opened to further investigate this issue. UDI #: unknown.

Event description:
Bd became aware of  medical device report 1218996-2015-00001a  filed by (B)(4) through review of the FDA website. The MDR  indicated underestimation of blood lead level results when using the magallen leadcare ii and unspecified bd k2edta blood collection tubes for venous samples. There was no report of injury or  medical intervention.